Manufacturer narrative:
Philips investigated this complaint according to the additional information collected during cardiac chambers procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. A philips field service engineer inspected the system onsite and confirmed that reported problem. After reviewing the log, fse found malfunctioning flex vision pc and host pc failed to connect. Upon troubleshooting, fse found the flex vision pc hard drive failed to communicate and temporarily moved. To resolve the problem, fse replaced flex vision pc and hard-drive and the part is return for further analysis and failed component as hdd bay and sata cable. After replacing the flex vision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to acquire the live image. Upon rebooting, the system was unable to boot and stalling at 00.00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.